Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. The patient described the surgery as a bladder splint surgery. During the follow up visit on (B)(6) 2011, the patient reported having pain. She told the physician that she had been working and had done some walking. The patient returned to the physician on (B)(6) 2011 with increased pain and burning. A urine lab test done at that time did not show an infection, however, the patient was placed on antibiotics. The patient went to see another physician on (B)(6) 2011 because of continued pain and burning. The physician placed her on levaquin and gave her a steroid injection for inflammation. The patient was also prescribed estrace which the patient reported as causing increased pain and burning. The patient had stated that her surgeon and the gynecologist she saw for a second opinion both told her that the device is in place, and could see no reason for the severity of her symptoms. The patient was also seen by a urologist on (B)(6) 2011 who also told the patient that the sling was in place and suggested she take motrin for the pain. The patient said she has taken motrin, but that it offers her no relief of symptoms.